Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a clear fluid leak from pinch valves (pv) pv14 and pv15, of the coulter hmx analyzer with autoloader. Customer reported that the leak occurred when the instrument was in secondary mode. Customer reported that fluid dripped on the counter under the instrument. Customer reported that the amount of the leak on the counter was approximately 5 milliliters. Customer reported that they replaced the small green stripped tubing at the pvs. Customer reported that they then started the unit back up. Customer reported that start up and controls passed and there was no more leaking after the repair. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
(B)(4).